Event description:
End user stated while the power was powered on she bent down to pick up some pictures that had fell and the power chair took off running the power chairs left arm into the wall chipping a layer of the paint off. End user stated she was not injured during this incident.